Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and critical override mode at top of the screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. The technical support specialist (tss) dialed into the system, verified the time on both the system and server, dialed into the server, ran a critical override and identified that the synchronization was down. Tss verified the data synchronization debug log and identified a connection error indicating that the station was unable to reach the server. Tss dialed into the server and refreshed, checked the accessible rich internet application and identified that the server is software only and managed by customer. Tss instructed the user to connect with the hospital information technology team to verify the switch port and ensure the station network was allowed to reach the server. As there was no response from the customer, the tss proceeded with case closure.